Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, in central sterile, it was discovered that the guide sleeve was damage, the guide sleeve would not accept the unknown sleeve. There was no patient involvement. Concomitant device reported: unk - guides/sleeves/aiming: sleeve (part#unknown, lot#unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 03.037.017. Lot: l188617. Manufacturing site: bettlach. Release to warehouse date: 22.nov.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the blade/screw guide sleeve (part # 03.037.017, lot # l188617, mfg # 22-nov-2016) was received at us cq with signs of damage to the inner diameter of the guide sleeve at the proximal part of the device. Functional test: the wire guide was not returned however gauge pins were used to determine the inner diameter of the guide sleeve. The inner diameter measured 10.97 mm (reference dimensional analysis.). The outer diameter of the wire guide should measure between 10.95 mm and 11.05 mm per se_409428 rev h. If the wire guide is on the higher end of this tolerance and the inner diameter of the guide sleeve after damage would only allow a diameter of 10.97 mm then it is likely that the guide sleeve would not allow the wire guide to go through. Therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was completed, the inner diameter of the shaft measured and is not within specification based on relevant drawing. There is post manufacturing damage to the device therefore the measurement does not meet specification. Conclusion: the complaint condition is confirmed as the blade/screw guide sleeve (part # 03.037.017, lot # l188617) was received with signs of damage to the inner portion of the proximal device. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.